Event description:
It was reported that multiple occlusions occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.